Manufacturer narrative:
Evaluation: still under investigation.

Event description:
The pt, male suffered severe pelvic fractures in a motor vechicle accident requiring pelvic arterial embolization. The next day (2007) a prophylactic gunther tulip ivc filter was placed via the right common femoral vein. An intravascular guide wire with 1cm markers was used to size the ivc. At the intended site of filter leg placement below the renal veins, the ivc diameter in the ap projection was 24mm. CT scan from previous day showed a maximal caval diameter of 22mm. The filter was placed without difficulty. The filter had no tilt with respect to the infrarenal ivc. With respect to the spine, there was a tilt of 11 degrees. The apex of the filter was at the level of the renal veins. A CT scan of the abdomen performed following the ivc filter placement showed that the apex of the filter contacted the anterior wall of the ivc. The secondary struts and legs were symmetrically placed circumferentially in the ivc. The ivc maximal diameter at the legs measured 24mm. The pt was discharged and 2 weeks after placement (the following month) was admitted to another hosp in acute respiratory failure. A CT scan of the chest was performed and demonstrated massive bilateral pulmonary emboli. The scout film from the CT showed that the ivc filter was tilted toward the right with an angle of 30 degrees with respect to the spine. The left leg and secondary struts has been displaced cephalad. There was no filter migration axial CT images showed that the apex of the filter was against the right lateral wall of the ivc. The secondary struts were displaced to the right, leaving a gap in filtration. A large clot was seen in the ivc at the level of the secondary struts. The pt was emergently intubated and died.